Event description:
It was reported two hand procedures occurred on (B)(6) 2014 utilizing two different dvr hand gauges. During both procedures, the gauges malfunctioned but it is unclear which gauge caused the delay of over 30 minutes and which fractured in the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Due to limited information, one medwatch report is being submitted. Should additional event information become available, additional medwatch reports will be submitted. The following sections could not be completed due to the part/lot information could be: category number - fbdg, lot number - 690901. Or the part/lot information could be: category number - unknown, lot number - cs9ar4. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ? Unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.